Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump went into threshold suspend when her blood glucose level was 100 mg/dl. The insulin pump did not pick up the meter reading because it was in threshold suspend. The entire day the insulin pump alarmed the customer of a low blood glucose level and she ate pop tarts causing her blood glucose level to be 400 mg/dl. Her sensor and blood glucose level readings were not within an acceptable range. The product was not returned. Nothing further to report.